Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. A second kink was found on the catheter tubing approximately 38.9cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 25.9cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
This event occurred on the japanese market with a transray 40cc iab, which is significantly similar device to sensation 40cc iab which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacturer date corresponding to transray device involved in the event, which is not available in USA. UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Event description:
It was reported that after three days intra-aortic balloon (iab) therapy, the sensor pressure stopped working. There was no patient harm or adverse event reported.